Manufacturer narrative:
We have not received the complaint device for evaluation since the device has been discarded by the user. However, we were able to confirm the reported incident based on the pictures of the malfunction provided to us by the surgeon before he discarded the device. We observed that one of the blades was protruding out of its retainer slot and didn't seat properly on the slot on its closed configuration. This could have resulted in the cut when surgeon attempted to remove the device from the vein. According to the surgeon, the cut was not significant and he was able to suture this section without any medical consequences. Our review of the lot history records for this lot did not find any discrepancies either in the manufacturing or packaging process that could be related to this incident. Further, we have not received any other complaints of a similar nature for devices from this lot. Without the returned device, we are inconclusive about the root cause of the blade misalignment. The root cause of the vein injury was determined to be an user error. Surgeon detected the blades were not closing properly into its housing during pre-use check. However, he used the device in the patient despite warnings stated in our IFU not to use the device if any of the blades are found to be out-of-alignment during pre-use check. We currently have a corrective and preventive action (CAPA) open to address the potential root causes of the blade misalignment issue and to minimize the occurrence of these issues in future. This CAPA remains an active project at this time.

Event description:
During pre-use check, surgeon inspected the blades of the valvulotome for proper blades alignment. He was unable to close one of the blades into its housing. Despite the malfunction, surgeon used this device for valvulotomy. During the procedure, one of the blades cut a small section of the vein. Surgeon sutured this cut section of the vein without any further complications.